Event description:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('had to have a full hysterectomy') and endometrial ablation ('had to have a uterine ablation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criteria medically significant and intervention required) and experienced tooth loss ("I lost several teeth"). The patient was treated with surgery (hysterectomy and ablation). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and tooth loss outcome was unknown. The reporter considered endometrial ablation, medical device removal and tooth loss to be related to essure. The reporter commented: the seriousness criterion ¿hospitalization" was reported, but not specified or assigned to one of the events. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of medical device removal ('had to have a full hysterectomy') and endometrial ablation ('had to have a uterine ablation') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and endometrial ablation (seriousness criteria medically significant and intervention required) and experienced tooth loss ("I lost several teeth"). The patient was treated with surgery (hysterectomy and ablation). Essure was removed on (B)(6) 2019. At the time of the report, the medical device removal and tooth loss outcome was unknown. The reporter considered endometrial ablation, medical device removal and tooth loss to be related to essure. The reporter commented: the seriousness criterion ¿hospitalization"was reported, but not specified or assigned to one of the events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.